Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after a laparoscopic colon procedure, a piece of the active waveguide fell off of the device into a sterile basin by the scrub technician. No piece of the waveguide fell into the pt cavity. There was no pt injury. The site contact was not able to provide additional details regarding the device or incident.